Manufacturer narrative:
Follow-up attempts were performed to request additional information and to have product return; however, requested information and product have not been provided. Once the evaluation is completed or product is investigated, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the astron splints device. The patient developed rash on the lip area minutes after using the device. Per the patient's dentist's advice, the patient stopped using the device and the rash went away after a few days. The patient attempted to use the device few days later, but the rash returned. This is the 1st of the 2 events in which the patient experienced a reaction. Please reference 3011649314-2018-00043 for the 2nd event.

Manufacturer narrative:
The astron clearsplint was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth with no adjustments observed; furthermore, there were no major cracks found. The device's layers were intact and did not separate. The device was observed to be very clean, clear without any color additives and no discoloration. The case was returned in a good condition with the label. The device was returned without defect and the material has no abnormalities. This complaint will be kept on record for track and trending purposes.